Event description:
The customer reported to olympus, the colonovideoscope had image fault error (error e243). The issue was found during repair. The device was returned for evaluation. During the device evaluation, unsupported scope (error code e315) was evident during inspection. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the distal end was worn, the suction connector had water leakage, and the up angle was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.